Manufacturer narrative:
(B)(4). Date of initial report : 06/27/2016. Date of follow-up report : 07/25/2016. One used ls3112 was received for evaluation. Visual inspection found one of the snaps on the jaw to be broken and missing. The customer reported that the device did not completely seal. The reported condition was not confirmed. The device was tested for activation on a simulated tissue with end tones indicating completed seal cycles. Additional functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. All seal cycles were completed satisfactorily and end tones heard indicating completed activation cycles. A regrasp alert indicates that the seal cycle was not complete. There are many factors unrelated to a product defect that can result in a regrasp alert. Product instructions for use address possible regrasp situations. An additional failure was found during the investigation. The snap on one of the jaws was broken and missing. The additional findings did not contribute to the reported condition. Snap damage can be caused by the user improperly misaligning the snaps into the mating holes during assembly. This damage can also be caused by multiple assembly attempts. The investigation identified the root cause of the reported event to be attributed to user error. Refer to the product instructions for use for additional information on the proper method of assembling the electrodes onto the reusable instrument. No trend has been identified for this failure mode. Manufacturing non-conformance review is not required since the lot number is unknown.

Event description:
Device was received for investigation on 07/14/2016 and it was noted that there was one broken and missing snap pin. Site confirmed no pieces or parts of the device fell into the patient's cavity so there is no concern the missing snap pin remains within the patient.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a sub total gastrectomy, an end tone, indicating a complete seal cycle, was provided by the generator in use. The surgeon believed the seal was incomplete. There was no bleeding or patient injury as a result. Another device of the same type was opened in order to continue the procedure.